Event description:
It was reported that during a declot of a dialysis graft (off-label use), the doctor noted resistance in advancing the balloon through a 6fr introducer sheath. Only the catheter was removed and replaced with a competitor's device. No further complications were reported.